Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, there was a sudden drop in placement signal and suction alarm noted. Patient remained supported and an echocardiogram was conducted. The pump was noted to be shallow and was repositioned, but the placement signal remained low (noninvasive cuff pressure was >30 points higher than placement signal on pump). Placement was in ideal position, mid ventricle, and patient was not intravascularly dry. The placement signal recalibrated on the aic, suction alarm stopped and no further issues have been reported.